Event description:
It was reported that during patient treatment, the anesthesia workstation stopped ventilating the patient. Flow and pressure curves disappeared from the screen without visual or acoustic alarm. The patient was first ventilated by hand and later by emergency 02. The anesthesia workstation was later shut down manually, and restarted and after the restart, the unit was working without deviations. The saturation level of the patient dropped during the event but went back to normal when emergency ventilation was used. There was no permanent injury to the patient. (B)(4).

Manufacturer narrative:
A company field service engineer has been on site and has started the investigation. A supplemental report will be provided when the investigation has been finalized.